Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was confirmed and batteries will need to be replaced. Facility will have 3rd party replace the batteries. Service call closed.

Event description:
It was reported that the 9600 system will not boot (precharge fail error). No patient injury reported.